Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: difficulty locking tracker assembly. A customer reports when the laser head bar was brought into position to begin the procedure, it wasn't reading the pupil. The bar was pushed in and out several times before it would actually read the pupil and the bar was 'most definitely locked into place.' During f/u the customer, stated three patients were involved, however, the pts have been seen postoperatively and there is no concern by the surgeon of any outcome related event due to the difficulty engaging the tracker. There was some delay to start of surgery for these three patients, but the surgeries were completed and the pts are healing as expected.